Manufacturer narrative:
Chan, w., poon, w. L., lo, s. M., <(>&<)> tang, k. W. (2017). Endovascular treatment of intracranial aneurysms with pipeline embolization device (ped) our 8 years experience [abstract]. Neuroradiology. Conference: 40th european society of neuroradiology diagnostic and interventional annual meeting, esnr 2017., 59(1), supp 1, s95-s96. The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the information provided, there does not appear to have been any defect of the devices during use. The events occurred in the patient post-procedure and its cause could not be conclusively determined from the provided information. Mdrs related to this abstract: 2029214-2017-01133 2029214-2017-01134.

Event description:
Medtronic received a report of patient stroke after pipeline implantation. This information was presented during a neuroradiological society meeting as well as published as an abstract. The purpose of this study was to evaluate the clinical efficacy and safety of treatment of ruptured and unruptured intracranial aneurysm in the local asian population using the ped. The presenters retrospectively reviewed 113 patients who underwent ped placement. The patients were divided into two groups: unruptured aneurysms and ruptured aneurysms. Of the unruptured group, the mean age was 58.9 years and 52 patients were female. Of the ruptured group, the mean age was 53.8 years and 34 were female. It was reported that two patients experienced major periprocedural stroke.